Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, at 12:17pm, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultramini meter is reverting into the setup mode. Per the owner's manual, the meter will prompt for the setup mode when the battery is recently changed within the meter and when you first turn the meter on. The complaint is classified based on the documentation of the customer care advocate (cca). The reported issue started on the same day, at 9am. The patient was unable to for approx 3 hrs. During this time, the patient developed symptoms of "shaky and sweaty." The patient did not test on any other meter. The patient denied requiring medical intervention and did not take any action in regards to diabetes treatment as a result of the issue. During the troubleshooting session, the patient verified that there was no meter trauma, she did not recently change the meter's battery, and the issue was resolved with training. The complaint is being reported as MDR reportable because the patient alleged she developed symptoms that can be suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the patient.